Event description:
It was reported that the doctor was attempting to declot a dialysis a/v access graft in the right leg and was unable to deploy the stent.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has been returned to the manufacturing facility and the investigation is in progress. A follow-up report will be submitted after the evaluation is completed. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.